Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with an unspecified thermocool smarttouch catheter and the patient experienced pericardial effusion that required pericardiocentesis. When doing the flush on a smartablate, the tubing was not made with clear plastic and was difficult to see if there was no bubble. Tubing was not used for the case and was changed before connecting to the catheter. Later on at the end of the procedure, the patient had a pericardial effusion. The reason was not understood by the physician and no corroborated it to the catheter used during the case. Intervention provided was that they had to perform a "pericardial effusion". Patient fully recovered. No extended hospitalization was required. Transseptal puncture was performed. The event occurred during the ablation phase, no evidence of steam pop.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 7-mar-2025, bwi received additional information indicating that ablation was performed prior to noting the pericardial effusion and drainage was performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).